Event description:
Report received of an independent rate change during the programming of the device. Reportedly, after the nurse programmed the pump to deliver at a rate of 50ml/hr, the pump sounded an unspecified alarm. The pump was then powered off and powered back on to clear the alarm situation. After the pump was powered up, the nurse noted the display indicated the pump was programmed to deliver at a rate of 105ml/hr instead of the intended 50ml/hr. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.